Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery decreased from (B)(4) to (B)(4) battery life in 20 minutes while charging. There was no reported impact to the customer's blood glucose level. It was indicated that insulin injections would be used for diabetes management.